Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 2 of 2 medwatch reports regarding this event. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. The thump and carelink software was utilized and downloaded trace/history files properly. On the primary svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date 19-may-2025 listed on smartsolve due to insufficient data in the trace/history files. The test guardian link with the watertight tester and the test accu-chek guide link bg meter communicates properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. On related svn#: (B)(4), the test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. On related svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date 11-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. The test guardian link with the watertight tester and the test accu-chek guide link bg meter communicates properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing belt clip plate weld, scratched keypad overlay and minor scratched lcd window. No cracks or damage on the lcd window, reservoir compartment and battery compartment noted. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Cosmetic damage confirmed on belt clip plate weld and keypad overlay. Cosmetic damage not confirmed on lcd window (crack), reservoir compartment and battery compartment (crack). Customer alleged not confirmed for big differences between sg and bg values. Customer alleged not confirmed for alleged no communication between pump and transmitter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported differences between sensor glucose and blood glucose values and the multiple damages, which were damage to keypad, screen/display, belt clip rail, case- reservoir tube side and case ¿ battery tube side. The customer was treated for hypoglycemia, by emergency room visit, and treated with discontinue use of insulin delivery and glucose/carb intake. The event involved product(s) mmt-1884, mmt-342, mmt-431ag, and mmt-7040a. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 27 mg/dl and the sensor glucose value was 287 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-342. No product return is required for mmt-431ag. No product return is required for mmt-7040a.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported differences between sensor glucose and blood glucose values and the multiple damages, which were damage to keypad, screen/display, belt clip rail, case- reservoir tube side and case ¿ battery tube side and the insulin pump was overdelivered. The customer was treated for hypoglycemia, by emergency room visit and treated with discontinued use of insulin delivery and glucose/carb intake. The event involved product(s) mmt-1884, mmt-342 , mmt-431ag, and mmt-7040a. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 27 mg/dl and the sensor glucose value was 287 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-342 . No product return is required for mmt-431ag. No product return is required for mmt-7040a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.